Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-30973. It was reported that one of the patient's leads had migrated. The issue was observed via x-ray. It was noted the patient had multiple falls. As a result, the patient underwent surgical intervention during which that lead was explanted and replaced.  Effective therapy was established post-operatively. It is unknown which lead had migrated, so both are being reported.